Event description:
Voluntary medwatch received states that the patient's right atrial (ra) lead exhibited potential undersensing triggering false termination of atrial tachycardia/ atrial fibrillation (at/af) events at times and resulting in inappropriate atrial pacing. Additionally, the ra lead exhibited abrupt change in pacing impedance and p wave measurements. No changes or interventions were reported. The patient condition was not known.